Event description:
It was reported to philips that the system was unable to fully boot. The device was not in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. The philips fse inspected the system on-site and confirmed that reported problem. Upon troubleshooting, fse found that detector failure. Fse replaced the detector and return the part for further analysis, but the failure was not confirmed. After the replacing detector, the system was restored to normal working order. The codes were updated based on the investigation outcome.